Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that the insulin pump had unresponsive buttons and alarmed button error. Troubleshooting for button error/keypad anomaly was performed. The customer¿s blood glucose level was 16 mmol/l at the time of the incident. It was reported that the customer has reverted to insulin pens. It was stated that there was no significant event leading to the keypad issues. It was also stated that the clock on the insulin pump advanced when observed for one minute. It was reported that the customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Findings: pump received with no button response due to corroded keypad traces on escape and act button. No button error alarm during testing. Unable to perform any tests due to buttons unresponsive. Pump received with cracked battery tube thread, cracked reservoir tube lip, peeling address/serial number label, missing end cap sticker and minor scratches on display window noted.